Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system or insulin was squirting out during manual prime. The drive support cap did not appear to be damaged. Customer's blood glucose level was 95 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime excessive no delivery test due to prime alarm. The insulin pump passed self-test, unexpected restart test, displacement test and all operating currents measurement were normal. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.